Event description:
It was reported that a caller stated the patient had undergone an MRI the previous day and that the implanted neurostimulator had been placed into MRI mode. The caller reported that when therapy was returned to a prior setting b, the patient experienced strong jolting sensations and was advised by the healthcare provider to change it back to setting c. The caller reported that on setting c, the patient experienced increased shaking and did not feel well. The caller put the patient on setting b, but they reported that the stimulation felt way too high. General guidance was reviewed regarding adjusting stimulation to a more comfortable level. The patient was redirected to the healthcare provider for further evaluation and management.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.